Manufacturer narrative:
(B)(4). A f/u report will be submitted after philips obtains more info concerning this event.

Event description:
The customer reported that they silenced an alarm for a pt experiencing a desaturation event. The pt continued to desaturate requiring additional oxygen in order to resolve the hypoxic event. Staff expected an alarm to occur again in 1 minute if the issue persists.